Event description:
"Colorated circles constated around the hole where the trocar was being used. Customer asks if there are risks of necrosis? Non plastic scar?"

Manufacturer narrative:
Product is not anticipated to be returned. However, cer is under evaluation by engineer. Upon completion of the evaluation, a follow-up report will be submitted.